Event description:
It was reported by the rep that the ultracision hand piece was not functioning correctly and emitted a solid tone. Opened another device to complete the case. There was no conseqeunce.